Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 32.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to an unexpected post-operative refraction/myopic refraction and because the patient was unable to see signs well. There was no incision enlargement or vitrectomy performed. The replacement lens was the same model, but different diopter of 31.0. There was no patient injury reported and the explanted lens was discarded. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The reported complaint cannot be verified. Manufacturing records review: manufacturing records were reviewed and the device was manufactured according to specifications. A complaint history search performed on feb-05-2018 revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.